Event description:
Report received of delay in therapy related to malfunction alarm. It was reported that the nurses in the ICU received an unidentified malfunction alarm on the pump that was delivering amiodarone 450mg in 250ml of d5w at 10ml/hour. According to the customer contact, and abbott consultant was in house for initial training, and was called to the scene. Troubleshooting could not clear the malfunction, and the pump was switched out. There was no reported adverse pt event. Though requested, there was no further info available.